Manufacturer narrative:
Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported peritonitis event. Based on the provided information, there is no documentation that shows a causal relationship between this peritonitis event and the use of the liberty cycler or liberty cycler set. Additionally, there is no allegation against any fresenius products involved in this event. Although a direct causal relationship could not be confirmed, a temporal relationship between the patient's pd treatment and the event of peritonitis remains. Should additional new information be made available this clinical investigation will be reevaluated. Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. An investigation of the device manufacturing records was conducted and verified that there were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During medical review for a separate event, it was discovered a peritoneal dialysis (pd) patient had a previous instance of peritonitis. During a follow up call with the patient¿s peritoneal dialysis registered nurse (pdrn), it was reported the patient was hospitalized for the event peritonitis. The patient was reportedly treated with vancomycin intra-peritoneal (ip) unknown dose, frequency and duration. Details surrounding the patient¿s hospitalization course are unknown. Should additional information become available, the file will be reassessed and updated accordingly.